Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter reverts to the set up mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on either on (B)(6) 2013. At an unspecified date/time prior to the alleged issue, the patient reportedly experienced a headache. The patient, however, denied receiving any form of treatment after the alleged power issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the alleged issue occurred after the subject meter was recharged. The reported meter issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.